Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker dependent patient presented in clinic, noise causing interruption of ventricular pacing was noted on the right ventricular (rv) lead. The noise was inhibiting the pacing. All other parameters were within normal limit. The lead was explanted and replaced without any complication. The patient was discharged.

Manufacturer narrative:
The reported event of noise and oversensing was conformed in the laboratory.a complete lead was returned in two pieces. Damage due to electrocautery was noted at 23.0cm and 30.2cm from the distal tip. External insulation abrasion was noted at 44.5cm to 44.6cm from the distal tip consistent with lead friction to ICD can.